Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 14 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: copies of the patient's medical records were received which indicate that this valve was explanted due to structural valve deterioration (svd) with aortic stenosis and aortic regurgitation. Tee approximately 2 months prior had shown thickened leaflets with a peak jet velocity of 4.25 meters per second and a mean gradient of 40 mmhg. The explanted device was replaced with another edwards bioprosthetic valve. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.